Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the image depicts the suture wing attached on only one side. It was reported that there was a securement wing issue. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the suture wing completely detached from the hub as shown on the picture. It was stated that the ring of the suture wing was not broken and both of the wing's(left and right side) suture held. It was reported that the clothing might have contributed to the issue (wing getting snagged in clothing). There was nothing unusual observed on the device prior to use. The catheter was not repaired and there was no leak. There was no cleaning agent used on the device. Tego was not utilized. There was no luer adapter issue. The catheter was removed and reinserted to resolved the issue and the procedure was completed. There was no blood loss and blood transfusion was not required. Reoperation was required as a result of the event. There was no reported patient injury.

Event description:
According to the reporter, during use, the suture wing completely detached from the hub and the catheter; that was why the catheter moved out of place. It was stated that the suture wing ring failed but was not broken and both of the wings¿ (left and right side) suture held. It was reported that the clothing might have contributed to the issue (wing getting snagged in clothing). There was nothing unusual observed on the device prior to use. There was no luer adapter issue and there was no leak. The catheter was not repaired. There was no cleaning agent used on the device. Tego was not utilized. The catheter was removed and a new catheter was inserted to resolve the issue and the procedure was completed. It was reported that the reoperation (extubation and reinsertion of a new catheter) was required due to the event resulting to prolonged/additional hospital stay for 2 days (more hospitalization, observation of catheter use). There was no blood loss and blood transfusion was not required.

Manufacturer narrative:
Correction: b5 additional information: a1, b2, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the suture wing completely detached from the hub and the catheter that is why the catheter moved out of place. It was stated that the ring of the suture wing was not broken and both of the wing's(left and right side) suture held. It was reported that the clothing might have contributed to the issue (wing getting snagged in clothing). There was nothing unusual observed on the device prior to use. There was no luer adapter issue and there was no leak. The catheter was not repaired. There was no cleaning agent used on the device. Tego was not utilized. The catheter was removed and a new catheter was inserted to resolved the issue and the procedure was completed. It was reported that the reoperation (extubation and reinsertion of the catheter) was required due to the event resulting to prolonged/additional hospital stay for 2 days (more hospitalization, observation of catheter use). There was no blood loss and blood transfusion was not required.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.